Event description:
It was reported that during preparation for a peripheral stenting treatment procedure, stent damage was observed.while a 6x29x120 epic stent system was being removed from its packaging, it was observed that the stent was not completely in the delivery system. The procedure was completed with another of the same device and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).